Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacutainer tube seem to be losing pressure. It is not filling up the tube completely or not at all. No suction."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-11. H6: investigation summary: bd received four (4) samples for investigation. One (1) sample from each lot was evaluated by functional testing and the indicated failure mode for underfill was observed in lots 1116456, 1061539, 1123846. The one (1) sample from lot 1062283 drew within specification range and the indicated failure mode for underfill was not observed. Additionally, thirty (30) retention samples from bd inventory for each of the four (4) lots were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill due to the testing results of the returned samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1116456. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-04-26. Medical device lot #: 1062283. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-03. Medical device lot #: 1061539. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-02. Medical device lot #: 1123846. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-05-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacutainer tube seem to be losing pressure. It is not filling up the tube completely or not at all. No suction. "